Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that no interventions were reported. The patient was asymptomatic.

Manufacturer narrative:
Additional information: a4 and b5.